Event description:
It was reported that pump malfunction occurred after pump got wet and displayed a non-resettable malfunction message. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Customer confirmed pump began working as intended. Customer will continue to use current pump.